Event description:
It was reported that the patient was no longer receiving therapy because the implantable pulse generator (IPG) had reached its end of service life. The patient underwent an IPG replacement procedure and was doing well postoperatively. The explanted IPG was kept by the medical facility.

Manufacturer narrative:
Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.